Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurement greater than 2000 ohms. Technical services (ts) recommended isometric and pocket manipulations and a chest radiography. This pacemaker remains in service. No adverse patient effects were reported.